Event description:
It was reported that the patient was in the office on (B)(6) 2013 and found to have high impedance, with lead impedance of greater than 10,000 ohms. The vns device was not turned off and no x-rays were taken. The patient was referred to the surgeon, and the vns generator and lead were replaced on (B)(6) 2013. The patient reported an increase in seizures recently, but it was unknown when this first began. No trauma or event was reported to have occurred which may have caused or contributed to the event. The patient's last good vns diagnostics were observed on (B)(6) 2012. Since the initial report, x-rays were performed and a lead fracture was visible. The increase in seizures is attributed to loss of therapy and was back to pre-vns baseline levels. The patient only has one seizures type and no causal or contributory programming, medication, or other changes preceded the event. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.